Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) who encountered the issue replaced the power management board and completed the pm with full calibration. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that when the cardiosave intra-aortic balloon pump (iabp) ran on battery power and one of the batteries was removed the iabp would shutdown. The iabp would not switch to the other battery. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that when the cardiosave intra-aortic balloon pump (iabp) ran on battery power and one of the batteries was removed the iabp would shutdown. The iabp would not switch to the other battery. There was no patient involvement and no adverse event was reported.